Event description:
Per the clinic, the patient was electively explanted on (B)(6) 2024, due to an infection at incision site. It was also reported that the patient was hospitalized (specific date not reported) and was treated with topical antibiotics (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
The device analysis report attached.